Event description:
Information received by medtronic indicated that there was air ingress during aspiration of the sheath while the cryoablation catheter was inserted into the sheath. Both the sheath and the cryoablation catheter were replaced and the procedure was completed. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.